Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited atrial oversensing which resulted in inappropriate atrial tachy response (atr) episodes. Technical services (ts) analyzed device episode data and found that there was oversensing of the ventricular signal on the atrial channel which caused the stored episodes. Ts suggested checking atrial sensitivity settings as troubleshooting. No adverse patient effects were reported. Currently, this crt-d system remains in service.